Event description:
It was reported that the nurse was checking the equipment once it was placed on the side rails of the operating room bed. The pt was not in the operating room suite at the time. The nurse set the connected swivel back down toward the floor to connect a horsehoe headrest and torque knob on the top side of the adapter snapped off, leaving part of the stem stuck in the knob. Another unit was then used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.